Manufacturer narrative:
Sanofi company comment dated 09-may-2018: this case concerns a patient who was on treatment with synvisc reported to have joint aspiration and inflammatory reactions characterized by body pain, muscle pain, joint pain and joint effusion. The plausible causal role of the device cannot be denied, however, more information regarding patient's concurrent clinical presentation, relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
Knee was aspirated/some effusion [knee effusion]. Regular inflammatory reaction in the knee [inflammatory reaction] ([condition worsened], [general body pain], [joint pain], [muscle ache]). Trouble being active [underactive]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 09-may-2018 from the physician assistant. This case concerns a patient (age, gender unspecified) who received treatment with synvisc injection and experienced trouble being active (30 days), regular inflammatory reaction in the knee and knee was aspirated/some effusion (few days later). No relevant medical history, past drugs, concomitant medications and concurrent condition were reported. On (B)(6) 2018, the patient received treatment with intra-articular synvisc injection. Patient received the first synvisc injection in the right knee on (B)(6) 2018 and things went fine. The patient returned for the second injection and was noted to have an inflammatory reaction. It was decided to hold the second injection. The knee was aspirated and the patient was given a corticosteroid. At that time, there was some effusion and a regular inflammatory reaction in the knee. On (B)(6) 2018 it got worse and the pain started to spread throughout the patient's whole body. There was muscle pain and aches throughout the body. There was continued effusion and pain in the right knee in addition to the soreness, and achiness. By (B)(6) 2018, the patient was having trouble being active. There was continued whole body muscle aches and pains. At that point the patient was given prednisone and after the corticosteroid, the patient still has symptoms of soreness and whole-body pain. Corrective treatment: not reported for trouble being active; corticosteroid for the rest of the events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 09-may-2018: this case concerns a patient who was on treatment with synvisc reported to have joint aspiration and inflammatory reactions characterized by body pain, muscle pain, joint pain and joint effusion. The plausible causal role of the device cannot be denied, however, more information regarding patient's concurrent clinical presentation, relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.